Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 400 mg/dl. The customer reported that insulin pump is not working and had insulin flow blocked alarm. Customer was advised to revert to backup plan. The product was not returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window and keypad overlay texture damage.